Event description:
It was reported, the catheter was found disconnected from the pump when surgical intervention was performed for a pump replacement. It appeared the suture had cut through the catheter. The catheter was also obstructed due to a high concentration of hydromorphone. The pump and catheter were replaced and the drug was changed. The pt experienced no injury.

Manufacturer narrative:
(B)(4)